Event description:
The customer reported a battery error. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The issue was further clarified that the battery failed to be recognized. The battery was replaced which resolved the failure. As of (B)(6) 2012 there have been no further issues reported from this customer sote regarding this issue.